Event description:
The customer tested his blood glucose using his breeze2 meter and received readings of 252 and 183 mg/dl. He retested using another meter and received readings of 97 and 67 mg/dl. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent for further troubleshooting. The customer's meter was also replaced. No product will be returned at this time.